Manufacturer narrative:
Internal complaint reference: case (B)(4). H10: this event should be re-evaluated for MDR reporting. It was determined that the issue does not meet the criteria to be reportable, since the trigen low profile screw 5.0mm x 50mm broke when it was going to be screw into the screwdriver during handling. Moreover, if the device malfunction were to recur, it would not be likely to cause or contribute to a death or serious injury. H3, h6: the device was not returned for evaluation; therefore, a device analysis could not be performed. A review of the production order did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history revealed a similar event for the listed part number over the previous 12 months, but no similar events for the batch based on the historical data, this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the risk management file revealed this failure mode was previously identified. The anticipated risk level is still adequate. A historical review concluded that there are no prior actions related to this product and event. According to the inspection drawing, part configuration must be verified per print and shall be free of burrs, steps or sharp edges. At this time, we have no evidence to conclude that the product failed to meet any specifications at the time of manufacture. Factors that could contribute to the reported event include surgical technique used or user/procedural variance. Based on this investigation, the need for corrective action is not indicated. Should the device or additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that, during surgery, the trigen low profile screw 5.0mm x 50mm broke when it was going to be screw into the screwdriver during handling. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Event description:
It was reported that, during surgery, the capture of a long hexdriver for breaking screw 5.0. The capture of the long hexdriver is broken, the thread side was broken. Also the trigen low profile screw 5.0mm x 50mm broke when it was going to be screw into the screwdriver. The procedure was resumed, without any delay, using a s+n back-up device. No injury was reported as a consequence of this issue.

Manufacturer narrative:
This complaint was opened by smith+nephew to document a product problem associated with a smith+nephew device. The reported problem relates to known inherent device and/or procedural risks that are appropriately documented in our risk files. Smith+nephew will continue to monitor trends in accordance with our post-market surveillance process and take necessary action as required if anticipated severity and/or occurrence rates are exceeded. Smith+nephew has no reason to suspect that the product failed to meet any specifications at the time of manufacture. Based on our review of all currently available information, we are unable to identify a definitive root cause. However, as the use of our product cannot be excluded as a potential cause or contributory factor to the reported issue, we are conservatively submitting this report in accordance with applicable regulations. If additional investigative findings or information becomes available that alters the conclusions of this report, a follow-up report will be submitted as required.